Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Leak testing, clamp function testing and clear passage testing were performed with no issues noted. The visual inspection found nothing related to the reported condition. The device met product specification related to the reported problem. The sample was not confirmed for the reported issue. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap of a minicap extend life pd transfer set separated from the female connector. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed. The device operated within product specifications. Should additional relevant information become available, a supplemental report will be submitted.